Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, cracked belt clip slot, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir ring was broken and crack in the corner of the screen. The insulin pump will be returned for analysis.